Event description:
The iab kinked during insertion. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event- reported 7/18/97.) (Pt's current status: unk - rpt'd 7/18/97.)